Manufacturer narrative:
A sample product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause can not be identified. There are no other complaints in the lot. (B)(4).

Event description:
A materials manager reported that after an intraocular lens (iol) was implanted, the patient had blurry vision at all distances. The lens was exchanged two weeks later for same model lens but 1.5 diopters different power. Additional information was requested